Event description:
A hospital in (B)(6) reported that a crack was found in the mr290 autofeed humidification chamber of an rt340 circuit pack during the set up process. This was found prior to pt use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was not returned for evaluation. Result: a lot check could not be performed as no lot number was provided. Conclusion: every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt."